Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to deliver a bolus. The buttons on the insulin pump were unresponsive and the customer could not clear the alarm. Customer's blood glucose level was 179 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window and stained end cap sticker.